Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the user received an error message twice when cubies failed to appear on the map in drawer settings. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station received an error message twice when viewing the cubie map in the drawer settings while checking for cubies that were not appearing on the map. The technical support specialist performed a full data synchronization and rebooted the station to resolve the issue and confirmed with the customer about the functionality of the device. The system functioned as intended after the technical support specialist troubleshot the issue.